Event description:
It was reported that patient underwent rotator cuff repair procedure in 2008. During the procedure, the tip of an allthread peek suture anchor broke off during attempted insertion. The tip of the anchor was removed from the incision.

Event description:
It was reported that patient underwent rotator cuff repair procedure in 2008. During the procedure, the tip of an allthread peek suture anchor broke off during attempted insertion. The tip of the anchor was removed from the incision.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to torsional overload.